Event description:
A report was received that the patient underwent an explant procedure due to infection. The patient's symptoms were fever, chills and high white blood cell (wbc) count. The physician does not believe the infection was device or procedure related. The patient was given oral and intravenous (IV) antibiotics. The patient is admitted in the hospital and the wounds were healing fine.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.